Manufacturer narrative:
Patient/user involvement: no patient harm. Follow up attempts were made to obtain patient information from the customer. If information is received, the complaint will be updated. Resolution and disposition: the manufacturer's field service engineer replaced the switch, on/off, with cable and the vga pcba to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device restarted while in use with a grey display. No patient harm, patient information has been requested.